Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma aggravation (with symptoms reported chest tightness, increased wheeziness, dyspnea, fatigue) that resulted in hospitalization and the administration of antibiotics. On (B)(6) 2012 the patient underwent her first brochial thermoplasty treatment to the lower right lobe. The procedure was completed with no complications. Following the procedure the patient was hospitalized for observation as the fev1 was 69% of baseline (prior to procedure). While hospitalized, the patient received the following medications: methylprednisone, levaquin, and levenox. The levaquin was given throughout the hospital stay and was stopped on (B)(6) 2012. The patient was released from the hospital on (B)(6) 2012 and the event of asthma aggravation was reported to have resolved on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator, fev1: 2.29, fev1 % predicted: 79.51, fvc: 2.72, fvc % predicted: 78.16; post-bronchodilator, fev1: 2.43, fev1 % predicted: 84.38, fvc: 2.89, fvc % predicted: 83.05.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. This complaint is being reported based on the event of asthma aggravation (with symptoms reported chest tightness, increased wheeziness, dyspnea, fatigue) that resulted in hospitalization and the administration of antibiotics. On (B)(6) 2012 the patient underwent her first brochial thermoplasty treatment to the lower right lobe. The procedure was completed with no complications. Following the procedure the patient was hospitalized for observation as the fev1 was 69% of baseline (prior to procedure). While hospitalized, the patient received the following medications: methylprednisone, levaquin, and levenox. The levaquin was given throughout the hospital stay and was stopped on (B)(6) 2012. The patient was released from the hospital on (B)(6) 2012 and the event of asthma aggravation was reported to have resolved on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator, fev1: 2.29, fev1 % predicted: 79.51, fvc: 2.72, fvc % predicted: 78.16, post-bronchodilator, fev1: 2.43, fev1 % predicted: 84.38, fvc: 2.89, fvc % predicted: 83.05,

Manufacturer narrative:
(B)(6). (B)(4). Study source: (B)(4) clinical trial evaluating (B)(4). The device has not been received for analysis. If the device is returned upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The risk of marker band loss has been evaluated and determined to present no hazard to the patient.

Manufacturer narrative:
Lot number updated to cm060112-013. MFR name: boston scientific corporation (B)(4). : study source: (B)(4). The device history record for the reported batch was reviewed and no discrepancies were noted. A labeling review was performed and the device was determined to have been used in accordance with the labeling. The reported event of asthma exacerbation are known possible adverse events. Therefore, the root cause classification of anticipated procedural complication has been assigned.